Event description:
It was reported that at implant, the lead had persistent high impedance of 2500-2900 ohms despite repositioning many times. Also unable to pass stylet down. A new lead was used without problems on first attempt. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and the lead is stretched. Damaged at implant.